Event description:
A cable sparked at the end close to the connection to an electrosurgical unit ("esu") during a cystoscopy procedure. A different cable was used with the same esu to complete the procedure and there were no injuries related to the event.